Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the unit failed to switch to back-up power battery when unplugged from the ac. The user reported during troubleshooting, voltage readings were conducted and found to be low and new batteries were replaced. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.